Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found no irregularities; however, an x-ray of the device showed an open plasma fuse. Further, a review of the memory log revealed multiple faults post explant causing the device to go into safety mode. The device was placed in normal operation and upon interrogation, a shorted lead and an open lead fault message was displayed. Shorting of the lead(s) during a charge is known to cause internal damage and devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. Hence, no further analysis was performed.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.